Manufacturer narrative:
(B)(4): a review of the pump's black box history indicated that power issues had occurred which could not be duplicated during testing. There was no physical damage to the battery cap or compartment, and the pump powered on appropriately to the verification screen. The pump was exercised for 24 hours with no power issues occurring. The complaint could not be duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that the pump would not power on. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue. There is no evidence however that the alleged issue contributed to a serious injury. The patient did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.